Manufacturer narrative:
The date received by manufacturer has been used for this field. (B)(6). Results: bd preanalytical systems received three (3) photos from the customer facility for investigation. Based on the evaluation of the photos, bd pas observed separation of the hub and collar assembly. The manufacturing records were reviewed for the incident lot and no issues were identified. Bd pas is reviewing specific areas in the manufacturing process where the cause of the indicated failure mode could have originated. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that there are some bd vacutainer® eclipse¿ blood collection needle swith pre-attached holder with crumbled safety shield or safety shield havecome off. No serious injury or medical intervention reported.